Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Baseline testing was completed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this pacemaker was tested prior to wound closure, and was not pacing. It was noted that the lead parameters were showing stable measurements. This device was replaced with a new one to complete the procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the procedure, this pacemaker was tested prior to wound closure, and was not pacing. It was noted that lead parameters were showing stable measurements. Subsequently, this device was replaced with a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return.